Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'primary audible alarm background' alarm. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 4/22/2024. D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in good condition without any physical damage. A review of the event history log found evidence of a primary audible alarm bgnd test. During the functional testing, the alarm was unable to be duplicated. The cause of the issue could be contributed to the firmware release the corrected the issue of pumps falsely identifying a paa system failure. There may be instances when the alarm loudness is set to level 1 that the pump alarms for paa system failure when there is no issue with the audible alarm. No further actions were needed as no fault was found with the speaker. Service history review identified this device was last serviced in jul/2023 and there was no indication the complaint was related to previous service of the device.